Event description:
Saluda representatives were notified of inadequate pain relief and lead migration for a patient implanted with an evoke spinal cord stimulation (scs) system. An explant was reported to be completed to resolve the reported event. Saluda representatives were initially notified of this event through a 3rd party and no further information has been received. The explant date was not confirmed and the exact date of explant unknown. (B)(6) 2025 is selected as an approximate event date.

Manufacturer narrative:
The evoke active anchor was not returned for analysis. It was confirmed that lead migration was identified through imaging; no imaging was provided for review. The root cause of the reported event is unable to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.¿